Manufacturer narrative:
(B)(4). The device has not been returned to medtronic for evaluation. A review of the device history records found no information to indicate a non-conformance to specification.

Event description:
The patient reported having undergone surgery for implant of artificial cervical disc at c4-5. The patient reports having inflammation since the surgery.